Event description:
Patient reported right side "swelled with fluid", "patient had fine needle aspiration to test for bia-alcl which was negative". Histology reported "squamous cell carcinoma inside the capsule of right breast" which is not related to the device. Device has been explanted. Treatment: device explant, capsulectomy. The patient had to have another surgery to perform a mastectomy, and lost a sizeable portion of the pectoral muscle. The patient will start 6 weeks radiation in approximately 2 weeks. The patient reported "the consequences are unknown at this point, but at the moment the patient is considered cancer free".

Manufacturer narrative:
(Health effect - impact code): f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: right side "swelled with fluid".